Event description:
End user called to complain about problems running the calibration check strip. The complaint was confirmed by troubleshooting by phone. The device was replaced and the defective one returned for investigation.